Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n323716, implanted: (B)(6) 2013, product type accessory. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after returning home following a battery replacement procedure, the patient lost all stimulation sensation. In post-operative recovery, the patient was receiving effective stimulation. Device interrogation took place on (B)(6) 2013 and all impedances were within normal limits, between 500-800 ohms. The patient could not feel any stimulation below contact 3. Reprogramming addressed the issues at that time. On (B)(6) 2013, the patient was seen at her pain management office and again reported no stimulation sensation. The patient reported lower back cramping and/or spasms when the stimulation was programmed below contact 3. The patient reported a return of left leg and foot pain and less than 50% therapy relief. On (B)(6) 2013, reprogramming with the 'working electrodes at the top of the lead' resulted in good stimulation coverage. On (B)(6) 2013 it was reported that x-ray had confirmed a lead migration. A lead revision took place on (B)(6) 2013, and the patient was switch from a percutaneous lead to a paddle lead. On (B)(6) 2013 it was reported the patient was 'doing well' following the replacement.